Manufacturer narrative:
An engineer of the local dräger s&s organization has performed an on-site evaluation of the device. It was found that the power supply unit had a malfunction requiring replacement. The internal battery was found discharged but was possible to charge after replacement of the power supply. The device was then subject to complete testing against specification, passed these tests and was returned to use. The log file evaluation revealed that mains power got repeatedly lost during the concerned procedure - the device posted corresponding alarms and also indicated to the user when mains power was restored intermittently. The device continued operation on battery supply for more than 30 minutes and posted alarms as soon as the residual capacity underran 20% and 10%, respectively between the sequences when mains power was available. User interaction is evident during this period since the device was switched-off and powered back on several times. At a certain point in time the battery voltage was lower than the driving voltage for the ventilator motor; the device posted a corresponding "vent fail" alarm and forced a shut-down of automatic ventilation. The user tried to continue to operate the device but the power-loss situation had manifested, finally. Dräger concludes that the device responded as designed upon the malfunction of a single component after approx. 20 years of use. Operation was continued on battery as intended for more than 30 minutes; appropriate alarms have been posted. There was room to react and to replace the device - hence, use error in form of inappropriate responding to the alarms is seen a contributing factor in this event.

Event description:
It was reported that the device shut down during use due to complete loss of power. As per report, this did not lead to consequences for the patient.